Event description:
It was reported via user facility medwatch report that the "pt was an inferior vena cava (ivc) filter had the filter placed at an outside facility over four years ago. (B)(6) months ago, the pt had a failed filter removal attempt at an outside facility. (B)(6), the pt came to this facility for filter removal. Prior to filter manipulation, a midshaft fracture of a filter leg was noted fluoroscopically with the free fragment superiorly displaced relative to the remainder of the filter. The fracture filter, all six arms and five of the six legs, was removed intact. Add'l cavography showed the retained fractured filter leg to be completely outside this caval lumen, precluding endovascular retrieval."

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has been returned to the MFR for eval. The investigation is currently underway. This event coincides with user facility medwatch report# (B)(4).